Manufacturer narrative:
As reported, a 6f-7f mynxgrip vascular closure device (vcd) sheath introducer appears to be stuck within the sheath opening, not allowing the sealant to be delivered. The device did not separate inside the patient. The device was stored as per labeling and opened in a sterile field. The type of procedure the mynx vcd was used for was for a diagnostic coronary procedure. The procedure used an ante-grade approach. The deployer was mynx certified. A cordis guide wire and a non-cordis catheter sheath introducer were used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, as per the instructions for use. The vessel type was arterial. The device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter under angiography. The vessel tortuosity was little. There was no presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for 30 mins. The patient recovered. There was no reported patient injury. The patient was not hospitalized, and the patient's hospitalization was not extended because of the event. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The sealant was found protruding from the shuttle cartridge, exposed to blood and appeared to have swelled. The advancer tube remained inside the shuttle cartridge. The procedural sheath was separated from the device. The sealant sleeve was stuck to the procedural sheath with dry blood. Per functional analysis, the shuttle down procedure was simulated. The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. Per dimensional analysis, the advancer tube was noted to be within specification. A product history record (phr) review of lot f2009002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿failure to deploy¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6f-7f mynxgrip vascular closure device (vcd) sheath introducer appears to be stuck within the sheath opening, this not allowing to deliver the sealant. The device did not separate inside the patient. Hemostasis was achieved by manual compression for 30 mins. The patient recovered. There was no reported patient injury. The device was stored as per labeling and opened in a sterile field. The type of procedure the mynx vcd was used for was for a diagnostic coronary procedure. The procedure used an ante-grade approach. The deployer was mynx certified. A cordis guide wire was used and a non cordis catheter sheath introducer was used. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, as per instructions for use. The vessel type was arterial. The device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter under angiography. The vessel tortuosity was little. There was no presence of pvd / calcium in the vicinity of the puncture site. The patient was not hospitalized, and the patient's hospitalization was not extended because of the event. Per, the product evaluation, failure to deploy was confirmed. The device will be returned for evaluation.